Event description:
Philips received a complaint by the customer on the v60 indicating that the nav-ring is not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer and confirmed the reported problem. Onsite service was dispatched. The field service engineer (fse) replaced the front bezels with navigation ring to resolve the reported issue. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The device passed required performance verification tests per philips standards and was returned to service.